Event description:
A 6f angio-seal vip was selected for use on the common femoral arteriotomy following a pre-deployment angiogram. During deployment the device did not achieve hemostasis. Manual compression was applied for 20 minutes. A transfusion was given and hospital stay was extended as a result. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.